Event description:
The surgeon inserted the aq2010v silicone three piece lens and then realized that the patient's capsule had been torn. The lens was cut out of the eye, a vitrectomy was performed and another three piece lens was implanted with a 23.0 diopter. The reporter stated the incident was the result of the patient having a dense cataract that was difficult to remove and likely damaged during phacoemulsification. Patient was borderline glaucoma.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide).(B)(4).